Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert was triggered due to high impedance, and an apparent lead fracture on the right ventricular lead. A new lead was placed. The pace/sense and right ventricular coils were capped and replaced while the superior vena cava portion remains in use. No patient complications were reported as a result of this event.